Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was to report seeing system problem rm04 on her controller. Pt confirmed there is no damage to the rtm pins, controller pins, or li-battery pack pins. Pt noted that the ins was charged to 100%, but was unable to re-create the issues during the call w/ pss. Pt noted that her controller was previously charged when rm04 appeared, but stated that she has had the controller deplete in the past. The troubleshooting steps that were taken on the call resolved the issue. Information was received from a patient regarding an external device. The reason for call was pt said her equipment has been acting up for a couple of days she has been trying to charge her implant it has been "going in the red" saying to call medtronic and she has tried everything she knew. Pt said she is trying to charge right now, and it is checking recharge quality then the screen gets dim but when she taps it comes back . Asked and pt said the green light is blinking. Pt said before she called she took the battery out for the first time today but the charging issue is still happening it is staying on checking recharge quality. Worked with pt to reset her controller. Pt said it can be difficult to remove the battery. Pt took the battery pack out and read the serial numbers: (B)(6) controller (B)(6) battery pack. Pt put the battery pack back inside the compartment, unlocked the controller reported the controller says looking for device, then the screen went to: settings not available, cannot provide desired intensity settings. Asked pt to push the down arrow several times but the message remained. Pt tapped ok and reported the screen went to her normal settings with the implant battery at 100 percent, the controller battery at 60 percent reviewed information about: settings not available. Pt said: today is the first time she got the: settings not available screen. I reviewed that since the controller and her implant were both charged she had been successful to charge before she called and removing the battery clears out the errors, she may have resolved her recharging difficulties. Suggested pt try again to start a charge to see if error messages came up again but pt said she gets the messages when it is plugged into ac power and when the rtm is plugged in. Recommended pt write down the error message and call back is she needs further support. Pt said she would keep a watch on it. Pt will monitor recharging and call back if she needs further support. Redirected to hcp and rep to further address issues. Additional information received reported that they were getting "the same thing". When the patient tried to charge the ins, the controller screen showed rm04. This had been happening "for a couple of months now" then confirmed "december 2020". They were getting rm04 multiple times and had been able to do a reset multiple times which now was not resolving the issue. The recharge telemetry module (rtm) got hot to the touch "a couple of times". But there was no damage to the rtm, the connector pins looked uniform and not tarnished. Patient reported that they did not see any physical damage to the rtm. The issue was not resolved through troubleshooting. It was reported that the patient was now charging, pressed stop and got software problem: 1-intellis, 2-3.0, 3-243, 4-qf_new. With seeing the screen, they didn't know if it was the rtm still or the controller. After a controller reset, the patient was able to start charging ins again on excellent (controller battery was at 40 or 50% and ins at 90%). It was mentioned a couple of times that the controller got hot a couple of times. No symptoms or patient complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), b3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found no issues with finding or charging the ins. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.